Event description:
It was reported that the contact line of the electrode sheet had bad contact. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the electrocardiogram (ECG) cable assembly and lead assembly were replaced. (B)(4).

Event description:
It was reported that the contact line of the electrode sheet had bad contact. The programmer was returned to the manufacturer for servicing. There was no patient involvement.